Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. It was reported that the customer¿s blood glucose level was normal and did not require medical treatment. It was also reported that there were some motor errors in the insulin pump's alarm history. There was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional testings due to motor error alarm. Unit was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.